Event description:
Boston scientific received information that this lead was oversensing, undersensing and displayed high pacing impedance measurements and high pacing thresholds. Additional information from the boston scientific field representative indicated that the patient was seen for a revision procedure. The lead was taken out of the device header and tested via the pacing systems analyzer. The impedance was then tested and was out of range. The lead was then surgically abandoned. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.